Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through log and archive analysis. Analysis found that the archives recorded one trace registration where the user collected a good amount of trace points on the nose and forehead area, but the trace pattern appeared to be flipped. The site collected the trace points out of the scanned region which might have caused the reported behavior. This can be avoided by using the 3-point registration; hence suggesting using 3-point tracer registration. Analysis found that the issue was related to the software. H6: fdm b01, fdr c10, and fdc d18 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762, version: 2.1.0 h3: the system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that while registering for the case, the trace points were appearing at the back of the head when the surgeon was tracing on the face. It was noted that the scan was not ideal, but the threshold was as best as possible. The surgeon was using trace registration only. The site did not was to attempt another registration attempt. Technical services (ts) suggested using 3 point touch in the future. There was a delay of 10 minutes before the use of navigation was aborted.